Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used with a pediatric set pump. The dialysis generator issued a pressure alarm. It was noticed that the blood circuit was full of air. After clamping the venous line, it was noticed that the compresses around the catheter was full of blood. The catheter clamps were immediately closed. After opening the compresses the customer noticed the screw thread of the arterial line was completely mismatched. There was loss of a complete blood circuit (150 ml) for the patient.